Event description:
It was reported that the right ventricular (rv) lead was repositioned due to poor r-wave sensing. After repositioning, the lead, r-waves were still unacceptable. The rv lead's pace sense portion was capped and replaced, but the therapy portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.